Event description:
While removing a drain, post arthroplasty 3/29, the drain tubing tore leaving a piece retained in the hip. Surgery was necessary to remove the retained portion which was found to be caught up in a facial suture; having ruptured at the point of entrapment.